Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported tremendous pain in the groin and the implantable neurostimulator (ins) site. The patient had already talked to their healthcare provider (hcp) and manufacturer representative (rep) on the phone. She had been unable to turn stimulation off during those calls. It was noted that she had several falls in the past couple months that could have been related to the issue but did not mention any falls coinciding with the start of her pain. Stimulation was checked during the call with the patient programmer (pp) and the ins was off and was on program 3 at 0 volts. It was then mentioned that the lightning bolt never left the screen. It was then found the patient had meant the check mark next to the program and this was reviewed to be normal. The patient was redirected to their hcp and it was mentioned that she wanted the ins removed. This was noted have been sudden. Additional information received from the patient on 2016-feb-11 reported that she couldn¿t get her stimulation to turn off and it still had the check mark in the box. It was noted that she had a blood clot in her leg and she needed to turn it off for a venogram. Her pp was not working. Troubleshooting was performed over the phone and it was reported that the low batteries screen for the pp was seen. She changed the batteries and was able to connect. She then reported seeing the empty ins icon in the left corner. It was reviewed that the ins was turned off. It was reviewed again that the check mark was only indicating the program last activated. She was redirected to her hcp again. Additional information received from the hcp in response to follow-up reported that the device had been turned off by the patient. Interrogation showed it was functioning correctly. It was left off. The patient requested it be removed. In regards to actions/interventions to address the pain at the groin and ins site, it was reported that the patient had right lower leg deep vein thrombosis ( dvt) and was currently undergoing treatment. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further follow-up was required. Additional information was received indicating that the patient was scheduled to have the device explanted a month prior to this report. The appointment was postponed due to the patient developing a blood clot.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.